Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called in for help try to get the 8100 unit flash he keeps running into error check customer profile on his asm software make sure he has the correct or firm ware files loaded in his profile. After checking his firm ware files he didn't have the file load, and he already had the folder on his desktop for flash files (B)(4). Walk customer through import the correct files into his package under firm ware once complete made sure he was able to get the flash files to run on 8100 unit before let him go. And also confirm correct parts number he needed also. Complete.